Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was programmed from bipolar to unipolar. The lead had high impedance, an apparent lead fracture, no capture and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.